Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities exhibited oversensed noise immediately post implant/pre-discharge. This oversensing resulted in 4 second pauses in pacing, as seen on telemetry. Lead diagnostics remained within normal limits, and the noise could not be reproduced through movement. A guidant technical services (ts) consultant discussed the likelihood of air escaping from the sealplugs as the source for the noise, and recommended monitoring the patient. No symptoms were associated with the pacing inhibition.